Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. According with visual inspection, the condition reported in complaint is not visible. The six samples of the cannula were opened and assembled in the connector to verify if there was any type of obstruction when connecting. The six cannulas connected and clicking perfectly. Based on this, the failure mode cannot be confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. No problems or issues were identified during this device history record review.

Event description:
Information was received a smiths medical tracheostomy/silicone - bivona inner cannula malfunctioned. The event described a tracheostomy tube change was completed without issue but upon attempting to insert inner cannula it would not click into place. Other inner cannulas were opened and issue persisted. Another tracheostomy tube change was completed and a new box of inner cannula's was opened. This required a tracheostomy trach tube change out.